Manufacturer narrative:
Zoll medical corp has not received the device for eval and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a female pt, the device issues a "shock advised" prompt for a heart rhythm the attending medic believed to be non-shockable. The attending medic did not issue the shock to the pt. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction.